Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds, undersensing and dislodgements. It was noted that the patient experienced pre-syncope. The ra and rv leads were reprogrammed, repositioned and remain in use. No further patient complications have been reported as a result of this event.